Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to adhesive issue-over bandage/support mount of the freestyle libre sensor. The DHR (device history review) for the libre sensor kit was reviewed. The DHR showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver called on behalf of a customer whose adc freestyle libre sensor detached after 2 days of wear. Customer further reported feeling "high ketones" and had contact with a healthcare professional who administered insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
A caregiver called on behalf of a customer whose adc freestyle libre sensor detached after 2 days of wear. Customer further reported feeling "high ketones" and had contact with a healthcare professional who administered insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.